Manufacturer narrative:
The distributor alleges the consumer was injured when the tdx power chair sped up causing both shins to become lacerated. The consumer was hospitalized upon receiving stitches in one shin and wound suction on the other shin. Maintenance history is unknown. Product has not been returned for an evaluation so it is unknown if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed injury.

Event description:
The consumer alleges the chair veered to the left and sped forward on its own at a high speed, causing the consumer to hit her shins on the coffee table. The consumer allegedly sustained a cut on her right leg that required stitches and a cut on her left leg that required a wound vac to be applied.